Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer did not observe insulin coming from the end of the infusion set tubing during the fill tubing sequence. No issues were observed with the luer lock connection between the cartridge pigtail and infusion tubing. The customer replaced the infusion set tubing, and subsequently observed insulin to be "squirting out" of the end of the tubing during the fill tubing sequence, instead of the usual drops of insulin. The customer's blood glucose (bg) level was in the 400 mg/dl range. Reportedly, the customer replaced the infusion set tubing for a 2nd time to resolve the issue.